Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed a cs 064 alarm. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms duplicated. Unrelated to the original complaint, there was corrosion observed in the battery compartment. The battery compartment was found to be cracked above and below the bumper pad. A leak test was performed and verified a leak at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. (B)(4).

Manufacturer narrative:
The report is not being considered a late submission as this report was originally submitted on 11/23/2015 and is being resubmitted per request from FDA on (B)(4) 2015. Follow-up #2: date of submission 11/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed a cs 064 alarm. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms duplicated. Unrelated to the original complaint, there was corrosion observed in the battery compartment. The battery compartment was found to be cracked above and below the bumper pad. A leak test was performed and verified a leak at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.